Event description:
It was reported that resistance was met at catheter removal from a labor and delivery pt. Md tried repositioning pt as well as "tape and wait" approach without success. A mini-laminotomy was performed in 2005 to remove catheter. Upon removal, catheter was found to have a knot in the end. Pt went home pod #2.